Event description:
During a procedure with another co's system, power was lost in the room thereby disabling the unit. The technologist claims that after the power was lost the unit's c-arm was allowed to drift (x-y movement) and that there were minimal problems because the procedure was basically over. There was no pt injury.